Event description:
The technician reported the left side rail would not latch. The stretcher was located in the emergency room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the left side rail has a broken end tube, most likely caused by normal wear and tear. The technician replaced the left side rail end tube and ratchet rivets to resolve the issue. Based on this information, no further action is required.